Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, either the mesh or tacks used had torn the surrounding organs or tissues. The net shrank and caused bleeding. The patient had chronic pain in the groin, and a chronic painful constipation.